Event description:
Caller states pt tested 156 mg/dl on the advantage system. Pt tested 76 mg/dl on another professional device within 10 minutes of result of 156 mg/dl. Pt was treated with oral glucose. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Event description:
Caller states patient tested 156 mg/dl on the advantage system. Patient tested 76 mg/dl on another professional device within 10 minutes of result of 156 mg/dl. Patient was treated with oral glucose. No adverse no adverse event related to the device was reported. Requested return of suspect device and replacement was sent.